Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had chronic high rv thresholds. The physician has programmed rv capture management to monitor. The lead remains in use. No patient complications have been reported as a result of this event.